Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the devices are going to be conducted. The investigation is in process. Further information will be provided. The devices remain implanted and are not available for analysis. Also was implanted: pla260300/ (B)(6) UDI# (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent endovascular repair of 70mm abdominal aortic aneurysm and an iliac aneurysm. A gore® excluder® conformable aaa endoprosthesis device (cxt) was used due to the angled neck. Reportedly, there was a seal zone of 3cm and a neck angled about 70 degrees. The device was successfully deployed at the level of the lowest rental. When the intra procedure angiography was performed, a proximal type I endoleak was noted. The proximal seal zone was ballooned, and it was noticed that the cxt device moved distally about 15mm. Reportedly, no vessel coverage was noticed during the distal migration. According to the physician, the ballooning caused the device movement. The 26mm excluder aortic extender was deployed. The angiography revealed that the right renal artery was not visible. The left renal artery was unobstructed and visible. It was reported that anatomically the right renal artery was higher. The physician attempted to get wire access to the right renal with plan to stent. Unfortunately, it was unable to gain access. The 28mm excluder aortic extender was deployed to achieve a greater overlap with the main body graft. It is unknown if the 28mm device covered the right renal artery. The final angiography was completed and confirmed that the type I endoleak was resolved, with no right renal visible. The procedure was completed. The physician is monitoring the patient.